Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned heartmate 3 modular cable confirmed wire damage that would have caused the reported driveline communication fault alarms observed in the submitted log files. The heartmate 3 modular cable, lot #7894057, was returned in used condition. Examination of the outer jacket revealed a tan discoloration along the length of the cable. The outer jacket was torn and missing from approximately 3.0" - 4.0" from the controller connector. No other signs of damage (cuts, holes, tears, etc.) Were observed in the outer jacket. The inline and controller connector bend reliefs were discolored dark brown but were otherwise unremarkable. Review of the submitted controller event log file captured a driveline communication fault alarm, associated with com a fault flags, active from 10feb2026 through 11feb2026. The controller periodic log files revealed that the driveline communication fault alarms were captured from 06jan2026 through 12feb2026. No other notable events or alarms were captured, and the pump appeared to be operating as intended. The modular cable was connected to a test pump cable and operated on a mock circulatory loop using a test pump. The reported driveline communication fault alarms were immediately reproduced. The modular cable was then tested to evaluate the integrity of its wires. The modular cable did not pass electrical testing, even after cleaning of the pins. Electrical continuity testing of the modular cable was performed with a test bulkhead and test distal pump cable segment. Resistance values of the green and black wires measured "ol", indicating that there was no continuity in these wires. The brown, red, and orange wires had elevated resistance values that fluctuated with manipulation of the cable. The open loop measured in the green wire appears consistent with the reported driveline communication fault alarms. No other discontinuities or shorts were induced during this testing. After functional testing, the underlying layers of the cable were inspected under a microscope. Breaches in the insulations of the red and brown wires were observed approximately 2.0¿ from the controller connector. A breach in the brown wire was observed approximately 3.0" from the controller connector, with the green and black wires completely fractured at this location. An additional breach in the insulation of the orange wire was observed approximately 18.5¿ from the controller connector. All wires revealed exposed conductors at these locations. The exposed and broken conductor on the green communication wire would have caused the reported driveline communication fault alarms. Visual and microscopic inspection of the remaining wire sections revealed no obvious signs of damage to the wire insulations or the underlying conductors. The relevant sections of the device history records for modular cable, lot # 7894057, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 2 of the IFU, "system operations" (under "replacing the modular cable"), provides instructions on how to replace the modular cable. Section 5 of the IFU, "surgical procedures", cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 of the IFU, "patient care and management", cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 of the IFU and section 4 of the patient handbook, "living with the heartmate iii", contain sub-sections titled "caring for the driveline", which contain information regarding how to clean and care for the driveline. These sections instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 4 of the patient handbook also instructs the user: "call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, contain sub-sections titled "what not to do: driveline and cables", which provide additional instructions regarding driveline care. These sections also outline system controller alarms, including driveline communication fault alarms, and provide instructions on how to respond to each alarm condition. Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline"), explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, warm water and mild dish soap should be used. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Section 10 of the patient handbook, ¿safety checklists,¿ provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvas, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been having driveline communication faults for over a month. Their modular cable was cut down to the braiding. The log captured driveline communication fault alarms that appeared to have begun on (B)(6) 2026 or (B)(6) 2026 based on the periodic history. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The system controller was exchanged as instructed by the engineer which resolved the driveline communication faults. It was said the modular cable damaged was resolved. There were no more alarms. It was also said the cause of the driveline faults were not identified, just the modular cable.